Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had replaced battery alarm. The customer¿s blood glucose level was 138 mg/dl. Customer stated they received a low battery alert prior to the replaced battery alert. Customer stated this was not the second occurrence of replace battery alarm in less than 8 hours after a low battery warning. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis